Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. The reported event of high defibrillation impedance was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. A complete x-ray of lead portions did not reveal any conductor fractures. The reported event of insulation abrasion was confirmed. Visual inspection of the lead revealed external insulation abrasions proximal to the suture sleeve tie impressions consistent with friction to the device can in two locations breaching the right ventricular cable lumen with no damage noted to the ethylene-tetra-fluoro-ethylene (etfe) cable coating. Internal insulation abrasions breaching the right ventricle cable lumen were noted in multiple locations all proximal to the right ventricle shock coil. There were also internal insulation abrasions at two locations where the etfe cable coating of one right ventricle cable conductor was abraded with abrasions noted to the inner lumen exposing the inner coil due to no poly-tetra-fluoro-ethylene (ptfe) liner present in the abrasion zone. External insulation abrasions consistent with suture sleeve tie down forces were noted in two locations breaching the right ventricle cable lumen with no damage noted to the etfe cable coating or inner lumen. Abbott is continuing to monitor this issue.

Event description:
During a follow-up, the high voltage lead impedance had increased on the right ventricular (rv) lead. An explant procedure was performed. During the explant procedure, there was damage noted on the rv lead and the lead was explanted and replaced. The patient was stable.